Manufacturer narrative:
Additional information was received that the physician indicated that the eyelet was not left in the patient¿s body.

Event description:
A report was received that the patient had high impedances. Database analysis revealed that the impedance measurements were observed and there were only seven good contacts out of thirty two. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein the leads and splitters were replaced and the clik anchor was explanted. Device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16781142, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had high impedances. Database analysis revealed that the impedance measurements were observed and there were only seven good contacts out of thirty two. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Event description:
A report was received that the patient had high impedances. Database analysis revealed that the impedance measurements were observed and there were only seven good contacts out of thirty two. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations were 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. Sc-3400-30 (sn (B)(4)) the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics. Sc-4316 (ln 16781142) visual inspection revealed eyelets damage to both anchors. One of the clik anchors had a torn eyelet. The other clik anchor was missing a portion of the damaged eyelet. The small piece of silicone was not returned.

Event description:
A report was received that the patient had high impedances. Database analysis revealed that the impedance measurements were observed and there were only seven good contacts out of thirty two. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: 625410, description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).